Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced critical pump error (open book image), exposed to moisture, pump error 63. The customer reported no adverse event. The event involved product(s) mmt-1884l. No harm requiring medical intervention was reported. The customer will discontinue using the insulin pump. Mmt-1884l was requested and customer response was the device will be returned.

Manufacturer narrative:
Pump was received with a critical pump error (open book image) alarm. Unable to perform the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to critical pump error (open book image) alarm. Successfully downloaded pump traces and history file using thump. Critical pump error (open book image) alarm triggered by multiple consecutive pump error 63 alarms on (B)(6) 2024 12:47:01.000, 12/28/2024 12:47:10.000, (B)(6) 2024 12:47:29.000, (B)(6) 2024 12:47:39.000, (B)(6)2024 12:48:00.000, (B)(6)2024 12:48:23.000, (B)(6) 2024 12:50:00.000 and (B)(6) 2024 12:50:25.000 according in the detailed trace file/error log file. As per global logic analysis, pump error 63 alarms (lcd) (line ID: 19825 file ID: 49; line ID: 2320 file ID: 49; line ID: 704 file ID: 2006), suspected on hw. Please see below for pump error(s)/alarm(s) noted 2 days prior to the event date of (B)(6)2024 in the formatted history file. Lost sensor 1alert (780) was found on: on (B)(6) 2024 21:02:00.000, on (B)(6) 2024 21:02:00.000. Unable to test for lost sensor alert due to critical pump error (open book image) alarm. Lost sensor alert was unknown. Pump was cut open to perform visual inspection and found corrosion on the pcba 1 and pcba 2. No corrosion or moisture damage found on the force sensor, motor and vibrator assembly noted. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a cracked keypad overlay, a scratched case and a cracked case-corner of belt clip rails near the battery tube compartment. Critical pump error (open book image) alarm confirmed due to multiple consecutive pump error 63 alarms. Critical pump error (open book image) alarm and pump error 63 alarms due to corrosion on the pcba 1 and pcba 2. Pump exposed to moisture was confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.